Manufacturer narrative:
One hemosphere monitor was returned for evaluation. The customer report of inaccurate values was not confirmed. The monitor was connected to a known working swan-ganz, cco cable, and a cco simulator. The readings were the expected values and did not lower during use. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the reported event of inaccurate values is associated to a manufacturing design defect. Since the issue of inaccurate values could not be replicated during the evaluation, the root cause cannot be determined. The hemosphere operators manual states that inaccurate cardiac output measurements may be caused by incorrect placement or position of the catheter and excessive variations in pulmonary artery blood temperature. The device history record review was completed and all manufacturing inspections passed with no non conformances. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during use of the hem1, the co/ci values were low compared to those on a different monitor. The nurse changed the hem1, kept the cable and the module attached to the swan-ganz catheter and the new monitor showed more normal values that more accurately reflected the patient's condition. There was no allegation of patient injury. The device is available for return.

Manufacturer narrative:
Additional FDA product codes include: dqk- computer, diagnostic, programmable. Qaq- adjunctive predictive cardiovascular indicator. Mud- oximeter, tissue saturation. Dxn- system, measurement, blood-pressure, non-invasive. Dsb - plethysmograph, impedance. Qms- adjunctive open loop fluid therapy recommender. Fll- thermometer, electronic, clinical. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the results become available. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.